Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Notified by chemotherapy unit that pro-line leaking when flushed but not at connector, at junction where both lumens enter suture device (white lumen). Devices are never sutured, securacath used.

Manufacturer narrative:
The 6f pro line was returned for evaluation with approximately 2.5 cm of lumen attached. Visual inspection of the device revealed the extension tubing with the white luer appears to have pulled out of the hub. The device was further evaluated by medcomp engineering. The hub was sectioned and measurements taken of the extension insertion depth. It was noted the tubing was not inserted into the hub to the specified depth. A supplier corrective action request was issued to the contract manufacturer for this event. The contract manufacturer's investigation revealed the root cause was failure to properly place the extension tubing onto the molding rod during the hub molding procedure. As a result, all personnel involved in this process were retrained to the procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.